Event description:
Healthcare professional reported right side deflation. Healthcare professional later reported "hole in valve". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on posterior side assessed as surgical damage like. Valve leak and/or damage: observed cracked valve seat diaphragm valve. Additional observations: no other observation observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d6b, d9, h3, h6.

Event description:
Healthcare professional reported right side "hole, non-specific" and "hole in valve." Device has been explanted and replaced.